Event description:
It was reported that, during the removal of a cuffed hemodialysis catheter, the suture came off the needle. The needle was lost under the skin. An add'l incision was required to successfully retrieve the needle. Surgery was extended by 30 minutes.